Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 08048 was returned and analyzed. Visual inspection was performed, and the outer balloon proximal joint measurement was out of the specification. The reported "air ingress during aspiration" was not observed/reproduced with the returned catheter, and the reported "pressure/flow issue" was not be observed/reproduced with the returned catheter. During external inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was reviewed. Data indicated the catheter was never used, and no applications were performed. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillation or overshoot. During device compatibility inspection (balloon catheter insertion into the sheath), the outer balloon proximal bond diameter was measured out of specification. The outer balloon proximal bond measured 0.167 inches (specification is <(><<)>(><(><<)><(><<)>)>0.157inch). In conclusion, the balloon catheter failed the returned product inspection due to the outer balloon proximal bond diameter measurement out of specification. The reported air ingress and pressure/flow issues were not confirmed through product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the introducer was pulled off the balloon too far. The blue push button on the handle had to be used to get the balloon back into the introducer. After the sheath and balloon catheter were prepped and inserted into the body, the pump that was attached to the sheath gave a 'pressure' alarm. The sheath was switched to a different pump, the balloon catheter was removed, re-prepped, and reinserted. After the balloon catheter was reinserted, the new pump and the sheath displayed microbubbles. The tubing was replaced and the saline bag was heparinized without resolution. The sheath was replaced without resolution. The balloon catheter was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.